Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during the initial inflation at 4 bar, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient condition was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during the initial inflation at 4 bar, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient condition was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: xxl/14-4/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was also identified located approximately 5mm distal of the proximal markerband. The rated burst pressure for this device is 5 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.